Manufacturer narrative:
The reported complaint of blue particle inside the tubing was confirmed on the returned set. Three (3) images were provided by the customer showing the blue particulate inside the tubing. During visual inspection, a blue particulate was observed inside the tubing. When the manifold handles were popped out of the manifold, flash was observed on one of the holes of the manifold handle. The blue particle observed in the tubing is a part of the manifold handle. The probable cause of the flash on the manifold handle had occurred due to an error during molding at manufacturing plant. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a vertical mount manifold. It was reported through visualization that blue particulate was in tubing when removed from wrap prior to use. No report of patient harm was noted.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.